Manufacturer narrative:
Tw ID# (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. H3 other text : device discarded

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 (w/ vasoshield) when harvester started going down the leg after completing the upper leg, the device just stopped working and would not cut and seal the branches. The extension cord was changed, and it still would not work. They opened another kit and it worked. To see if the previous cord was the issue, he switched the extension cable back to the first one he was using and it worked fine with the second device so it wasn't the cord, it was the device. The case was completed with the second device with no other issues. There was an approximate 10 minute delay. There was no harm to patient.

Event description:
N/a.

Manufacturer narrative:
Trackwise#: (B)(4). The lot # 3000334784 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.